Event description:
Dissociation between sphere and baseplate after 1.5 months post-operative.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.